Event description:
Burning odor smelled during surgical procedure. Surgery was paused to investigate odor. Sterility was maintained, while surgical field and under drapes were investigated. A forced air warmer was removed. Patient was closely observed during procedure, and examined by surgical team post-procedure. No harm to patient observed. Warming blanket noted to be discolored after procedure.